Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had unspecified repair request. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information: - updated product problem h - device code updated .

Event description:
It was reported to philips that the device's system failed to load battery. There was no reported patient or user involvement and no adverse patient/user impact.